Event description:
It was reported that during a stent placement procedure, the stent allegedly broke off. It was further reported that the broken part of the stent was removed using a snare device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the returned sample is in used condition without stent that reportedly has been deployed inside patient. The inner catheter cardan tube is broken at the distal end and two separate segments are separately returned, but a segment including both 1/4 rings is missing, and the disposition is not known. The investigation leads to confirmed result for break and detachment of the inner catheter cardan tube. An indication for a manufacturing related cause could not be found. The vessel was not tortuous but calcified, the lesion was pre dilated, the system was running smoothly over the guidewire, and system compatible 6f introducer with 0.035" guidewire were used for access. During deployment, the system was held at the stability sheath and no difficulty was experienced during deployment action; a sudden force increases potentially indicating entrapment was not felt. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath (¿) 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly broke off. It was further reported that the broken part of the stent was removed using a snare device. There was no reported patient injury.